Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing. The patient was not pacemaker dependent. Additionally, low out of range rv pacing impedance measurements of 200 ohms was observed and resulted in activation of the lead safety switch (lss) feature. It was noted that the patient was in chronic atrial fibrillation (af) , so no changes were planned for the ra lead. The rv lead sensitivity was decreased and the lead configuration was left programmed to unipolar and within range pacing impedance measurements of 423 ohms were observed. Monitoring will be continued. No adverse patient effects were reported.